Event description:
On (B)(6) 2010, the patient reported insulin leaked from under the adapter of the infusion device. She changed the adapter and insulin cartridge to resolve the issue. She was unable to determine where the leak originated from. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The alleged products were discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.